Event description:
It was reported that the leadless pacemaker dislodged during an implant procedure. The device dislodged after being fixated and released, migrating into the pulmonary artery. It was successfully retrieved and a new device was implanted. There were no patient consequences.